Event description:
It was reported that the implantable cardioverter defibrillator exhibited post-paced t-wave over-sensing. Programming changes were made. There were no adverse health consequences, the patient was stable.